Manufacturer narrative:
Pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify no delivery alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated that insulin did exit tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.